Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a procedure, after pre-drilled, when implanting the twinfix anchor, it broke off. The procedure was completed using a back-up device. It is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found a broken and deployed anchor. A visual inspection of the returned device found that it is not in its original packaging. The anchor has been deployed, and the distal tip is broken. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. This case reports the breakage of the twinfix anchor and not all of the broken pieces were retrieved from the patient. The twinfix anchor is implantable, biocompatibility is not an issue. Micro-motion or movement cannot be predicted and there is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair procedure, after pre-drilled, when implanting the twinfix anchor, it broke off. Not all the broken pieces were removed from the patient. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.